Event description:
It was reported that the patient complained about sternal pain and upon examination the atrial lead parameter was altered compared to implant. An x-ray revealed a cardiac perforation. The lead was repositioned successfully. The patient was reportedly stable before, during and after the event.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported information for the resolution of the lead. The was not repositioned but it was explanted. The patient condition was stable.

Event description:
New information received states that the whole system, the device and the leads were explanted not repositioned. The patient was reportedly stable before, during and after the event.